Event description:
It was reported by the customer that a pyxis medstation system failed failed. The customer reported that users were unable to remove medications. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager failed. A field service engineer added grease to both micro switch terminals and adjusted housing to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.